Event description:
A (B)(6) male pt contacted zoll customer support to report that the monitor displayed a message that the battery may be defective. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery may be defective) was confirmed. As received, the battery would not charge in the charger or power on a monitor. Upon eval, the battery had an output voltage of 1.96v. The cause for the inability to charge or power on a monitor is the low output voltage. The root cause for the low output voltage cannot be positively identified but is likely defective cells. No adverse event resulted from the defective battery pack. The pt was issued a replacement battery pack.